Manufacturer narrative:
The pump was received with operating currents within specifications. Unit passed self, restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No frozen display noted. However, unable to prime unit during prime and force system sensor due to faulty force system sensor. Unit received with back light functioning properly. No back light anomaly noted. Unit received with cracked case at display window corners, broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the insulin pump backlight shuts off and the pump freezes when the buttons are pressed. The customer's blood glucose reading was 24mg/dl at the time of incident. Troubleshooting found that the pump did not pass the self test. The customer was also advised that the device would be replaced and to return the product for analysis.